Manufacturer narrative:
(B)(4).

Event description:
A sentrant introducer sheath was selected as an accessory device for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that upon preparation it was noticed a gap between the sheath and dilator. Upon further inspection it was determined that a 20fr. Dilator was shipped with a 22fr. Sentrant sheath. The device was not used in the patient. A 24f sentrant sheath was used to complete the case. No clinical sequelae were reported and the patient is fine.